Event description:
A malfunction alarm was reported, identified by the code malf 12. The customer¿s blood glucose level exceeded 500 mg/dl, though the exact value was not known, indicated as "high." To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi) and did not require assistance from a third party. Technical support provided information on resetting the pump and assisted the customer with the process. Following the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any issues arise, which they acknowledged and understood.